Event description:
It was reported that 2 packs of cement hardened for 6 min from the start of mixing with acm in bha. The cement was mixed for 1 min. The surgeon continued to use the cement quickly and the procedure was finished without any adverse consequences and delay. The cement was stored in the refrigerator 24 hours before use in 20c. The cement was taken out from the refrigerator 30 sec before mixing. The cement was stored in 25 c temp and 50% humidity before stored in the refrigerator. The acm was stored in 25 c temp and 50% humidity before use. The temp of operating room was 23c. All the monomer and polymer were used. Antibiotic was not used. Any material such as blood, saline water and soft tissue which effected setting time were not mixed during mixing cement.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.